Manufacturer narrative:
No definitive conclusions can be made. Visual examination of the returned screw found breakage to be consistent with a fatigue failure. Review of the device history record found the lot of 148 units met specification requirements when released to stock in (B)(4)2008. Complaint trend analysis found no other complaints have been reported for this production lot. At this time, the complaint is considered to be closed.

Event description:
International affiliate reports that after the device had been implanted for six months, the patient resumed exercise. Affiliate reports that patient hadn't yet fused and the exercise resulted in movement of the screw and subsequent breakage of the device. Revision surgery was performed to remove the broken screw. According to the affiliate, the surgeon has confirmed it was the lack of fusion that caused the screw to break due to loads being passed through the posterior column

Manufacturer narrative:
Depuy spine has requested return of the device for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.